Event description:
On (B)(6) there was a procedure performed on a patient at the (B)(6) called "open placement of a gastrostomy tube". It was one a 2 different procedures the other being a tracheostomy. As the surgeon was closing the abdominal wound, the g-tube slipped out of the belly because it had a defective balloon which popped spontaneously. (B)(4) lot 325869 a mic gastrostomy tube. We then got a second tube (B)(4) lot 398307 and placed it. This (B)(6) patient subsequently underwent a major surgical head and neck cancer resection this week (B)(6) 2008. (B)(6) his g-tube fell out that was placed on (B)(6), the cuff having deflated spontaneously. As a result of these defective tubes, this man then had to undergo another (3rd) placement of a tube in the operating room yesterday (B)(6) 2008 -(B)(4) lot # 399286 a mic gastrostomy feeding tube. No further problems at this time.